Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed a pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor failed a pulse test. The cause of the failed pulse test is an open resistor, r45 on the computer analog board. The open resistor was caused by the charging of high-voltage capacitors c21 and c22, which were found to have fractured solder connections on the defibrillator board. The cause of the fractured connection is likely severe mechanical shock from physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.